Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump would not stop filling the tubing. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer's mother stated that they were stuck in rewind complete and bolus delivery loop. The customer's mother stated that they received second series of beeps but numbers did not appear and the insulin exited the tubing after holding down the act button. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.